Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right eye image of high-resolution stereo viewer (hrsv) on surgeon side console (ssc) 2 turned black. The ssc was being connected to the vision side cart (vsc) of the other vision side cart (vsc) of the other system. The tse advised the customer to perform hard power cycle on the ssc and to reseat the blue fiber cable (bfc) between cases. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed. In logs, error 119 was found indicating the hrsv monitor in ssc1 have a total current draw from the gpd that is lower than threshold, confirming failure occurred in the field. Upon visual inspection, no issue found that would relate to the complaint. The unit was installed onto an in-house system. Upon powering on the system, no image display on hrsv monitor totally black. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component issue in the hrsv.

Event description:
Refer to h11 for follow-up information.